Event description:
Additional information received indicated the right ventricular (rv) lead was capped on (B)(6) 2024, and a new rv lead was successfully implanted. The patient was stable throughout the procedure.

Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that the right ventricular (rv) lead was over-sensing noise. The patient was asymptomatic. The noise could be reproduced with isometric testing. No further changes were made, and the patient left in stable condition.